Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged. The patient was stable during the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged. The patient was stable during the procedure. It was further reported that no stent dislodgement occurred. The vessel is calcified, making it difficult to deliver the stent and causing it to kink.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged. The patient was stable during the procedure. It was further reported that no stent dislodgement occurred. The vessel is calcified, making it difficult to deliver the stent and causing it to kink.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6 device codes: corrected.